Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the right ventricular (rv) lead. No pacing inhibition was observed. In addition, inappropriate shock was reported with no therapy exhaustion. As a result, the crt-d device was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.